Manufacturer narrative:
Although the report of low speed/low flow/pump off events were confirmed through the analysis of the submitted system controller log file, the cause could not be conclusively determined through the evaluation of the returned portion of the percutaneous lead (driveline). The log file captured several speed drops below the low speed limit along with brief pump stoppages while the device was supported by the power module. Based on past experience and similar reported events, these findings could be indicative of percutaneous lead damage. However, no damage was identified through the examination of the distal end of the patient's percutaneous lead. Approximately 19 inches of the distal end of the percutaneous lead was returned for evaluation. The percutaneous lead was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. White and brown tapes were observed approximately 7.5 inches from the metal connector to the end of the returned portion. Distortion and thinning of the silicone sleeve were observed adjacent to the terminus of bend relief, which appear to be the result of twisting. The silicone jacket, clear bionate, and metal braided shield were removed in order to examine the underlying wires. A breach in the clear bionate was noted approximately 15 inches from the connector but no wire insulation damage was found. Visual inspection of the percutaneous lead did not reveal any evidence of mechanical damage or breakdown of the wire insulation. The percutaneous lead was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier(UDI)- device was manufactured prior to the UDI labeling implementation. Approximate age of device- 6 years and 9 months. The pump remains in supporting the patient. The replaced portion of the percutaneous lead was received. The investigation is not complete. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that the vad system was producing low speed and low flow alarms. The patient was reported to be asymptomatic. The manufacturer¿s technical service representative reviewed the submitted log files and observed several low speed, low flow and pump stoppage events on (B)(6) 2017 that only appear to have occurred while the vad was connected to the power module. X-ray images showed a couple of areas of concern externally, with one being by the distal end bend relief and the other near the exit site where the patient anchors the percutaneous lead (driveline). On (B)(6) 2017, a distal end percutaneous lead (driveline) replacement was performed and the entire external portion of the driveline was replaced with no issues. After the repair the patient was placed back on a normal power module patient cable and no additional alarms occurred with positional movements. The patient would be monitored overnight and discharged if no further alarms occurred. No additional information was provided.